Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided. Reportedly, the continuous glucose monitor sensor reading inaccurately indicated "low" or 40 mg/dl at the time of the event, and the customer consumed sugar, turned off the pump, and consumed dinner without delivering a meal bolus to address bg. Subsequently, the customer's meter bg reading indicated "high." Reportedly, the customer suspected that the pump did not properly adjust the basal delivery resulting in the elevated bg; however, this could not be confirmed. Insulin was delivered via an insulin pen to address the high bg. Reportedly, the sensor and transmitter were replaced, and the customer continued to use the pump for insulin therapy.